Event description:
Two sizes of implants were used during the procedure. Since the product was discarded and could not be evaluated both sizes will be reported to the agency. No investigation could be performed.